Manufacturer narrative:
The bhcg sample was collected in a serum tube. The customer centrifuged the sample for six minutes. Per customer supplied qc charts, all three levels of bhcg qc were within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(6) 2011, which passed within instrument specifications. A bci field service engineer (fse) visual inspected the hardware and did no issues were noted. The fse performed a dil-test, a routine system check and a high sensitivity system check; all testing passed within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected positive beta human chorionic gonadotropin (bhcg) result for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician. The sample was repeated on the same unit and high results in a different gestational category were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.